Event description:
Explant surgeon reported: pt underwent laparoscopic repair of abdominal hernia with large sized ventralex mesh patch. In 2009 - pt developed severe pain and went to another surgery (explant surgeon) for a second opinion. Surgeon noted there was a hard lump on the pt's skin over the previous hernia repair incision site. The following month - pt underwent mesh explant procedure for reports of severe pain. When the surgeon surgically exposed the mesh, he noted a break or a possible bend in the ring of the mesh to be protruding out (anterior) towards the pt's skin. The mesh was explanted, and a primary repair of the resultant hernia was performed. The pt had resolution of pain once the mesh was explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.